Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: connecting tube had a scratch and a dent; plastic distal end cover had a dent; light guide lens had a crack and a stain; adhesives around objective lens had white-clouded area; switch 2 had a cut; control unit had discoloration; control unit was dirty due to water leakage; adhesive on bending section cover had white-clouded area, a crack and a chip; control unit had corrosion due to water leakage; and the universal cord had a scratch. Due to a cut on switch 2, water tightness was lost. Due to damage, switch 1 does not work. Due to clogging of nozzle, the water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage, switch 3 does not work. Due to damage on charged coupled device unit, the image had shadows. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that button two turns off and on without permission on the gastrointestinal videoscope. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.